Manufacturer narrative:
(B)(4) anti-reflux valve detachment. The actual device involved in this event was returned for evaluation. The device was visually evaluated. The anti-reflux valve was detached. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1101590 mfg date: 02/01/2011, exp date: 02/28/2016; batch j1022261 mfg date: 01/01/2010, exp date: 02/28/2015; batch j1100779 mfg date: 01/01/2011, exp date: 01/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1101590, batch j1022261 mfg date: 01/01/2010, exp date: 02/28/2015, batch j1100779. In addition, a review of the batch manufacturing records for the possible batch number j1022261 was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a coronary artery bypass grafting procedure on (B)(6) 2011 and a drain was placed. Upon initial activation of the reservoir, it was found that the anti-reflux valve had been detached and fallen into the reservoir when the surgeon tried to suction. It is unknown if another device was used. There was no adverse patient consequences. The current condition of the patient is stable.